Manufacturer narrative:
Additional information: stent dislodgement occurred during withdrawal of the device in the vessel/guide catheter. The dislodged stent was removed from the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the one onyx trucor coronary drug eluting stent, positioning difficulties were encountered and stent dislodgement occurred. The stent failed to cross the lesion located in the mid left anterior descending (lad) artery which exhibited severe tortuosity, severe calcification and 90% lesion stenosis identified. Severe tortuosity and heavy calcification were also noted at the left main (lm) bifurcation. Balloon pre-dilatation was performed for the lesion in the patient¿s lad, and the onyx trucor 3.5 × 08mm stent could not be passed through the lesion; when it was withdrawn, it was determined that the stent struts had been stripped. The device was inspected prior to use with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. No excessive force was used during delivery.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Please note that this device (onyx trucor) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (resolute onyx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the dislodged stent was removed from the patient through the guiding catheter. No snare or additional intervention was required. There were no issues reported with the guide catheter. Product analysis: the device returned for evaluation with a sheath and stylette loaded. The stent was not present on the balloon and did not return for analysis. The balloon folds remained intact with crimp impressions visible on the exposed balloon surface. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.